Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, this patient presented for abdominal aortic aneurysm repair utilizing gore excluder aaa endoprosthesis. The patient's iliac artery diameters measured at 7.5-8.5mm bilaterally. The physician elected to implant oversized devices. On (B)(6) 2011, a reintervention was performed whereby the physician performed an angiography and confirmed occlusion of the ipsilateral leg of the trunk-ipsilateral leg component. The physician used a trellis machine and pta ballooned the lower quarter of the ipsilateral limb. There was some improvement but a clot remained at the level of the flow divider, the patient was placed in ICU and put on lysis therapy and an embolectomy catheter. On (B)(6) 2011, an additional procedure was performed to implant two additional iliac extender components and extend both limbs of the trunk-ipsilateral leg component. The patient tolerated the procedure.